Event description:
The manufacturer received information that a trilogy evo ventilator was returned to a third-party service center for completion of preventative maintenance. There was no patient involvement, and no harm or injury reported. The third-party service center completion evaluation stated review of the device's downloaded device error codes revealed record of ventilator inoperative error code e-196 which indicates ripc (routing information protocol) communication failure between the therapy and user interface (ui) central processing units (cpus). Service indicated that the error code noted does not require corrective actions. Additional findings not related to the malfunction/issue: replacement of the machine flow sensor and one in-line proximal filter due to contamination. Components that required replacement as part of the four-year preventative maintenance schedule were replaced. Software version has been upgraded to 1.06.15.00. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements.

Manufacturer narrative:
The reported trilogy evo ventilator inoperative event is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.